Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm. Advised customer that the motor error alarm may be caused by viewing the sensor glucose graph. The blood glucose reading is 117 mg/dl. The insulin pump will be replaced